Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, left breast sitting high. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. Shortly after the initial implantation, the patient noted that the device was sitting high and that the affected area was painful. As a result, the patient underwent an unilateral revision surgery for her left breast on (B)(6) 2020. During this surgery, the implant was removed and reintroduced. The instructions for use states that breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. Therefore, the device was used in an off-label manner. In (B)(6) 2020, the patient felt that her left breast was getting firmer than the right side. Ultrasound was performed on unspecified date, and the patient was diagnosed with left-sided grade iii capsular contracture. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information.